Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed loss of capture on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.